Event description:
It was reported that pump displayed malfunction code 12 with no notable events occurring beforehand and that the issue did not cause customer¿s blood glucose level to exceed safe limits. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for resetting pump, and successfully reset pump, and malfunction did not recur; customer was advised to continue using pump and to call back if malfunction code appeared again, and customer acknowledged and understood instructions.